Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during the catheter use, the pump reported the helium loss alarm. Change the new catheter". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned within a cardboard box and was loosely packed within the original packaging carton/ sealed ziploc bag. Upon return, the peel away sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The iabc central lumen was noted bent at approximately 22.4cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The sample was likely leaned prior to its return. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane near the iabc distal tip. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted approximately 1.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 22.2cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump reported the helium loss alarm" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which resulted in the helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "during the catheter use, the pump reported the helium loss alarm. Change the new catheter". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".